Event description:
Pump was reported to overinfuse. A 500ml bag of potassium phosphate was set to deliver at a rate of 83.3ml/hr as a secondary infusion. The entire 500ml had reportedly infused in 4 hours. No additional clinical details were able to be obtained. No pt injury resulted.